Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to non capture and pacing impedances greater than 3,000 ohms. The high pacing impedance measurements were also observed through the pacing system analyzer (psa). No additional adverse patient effects were reported.